Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 16 fractured. Construction was an implant retained dental bridge. Bone loss and implant instability caused by patient related periimplantitis is documented. Fracture was caused by mechanical overloading of the implant after 15 years in situ.